Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings and required treatment of juice, sugar, and/or food provided by a relative, neighbor, and/or friend (non-physician). Attempts to gather additional information were unsuccessful. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR.

Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings and required treatment of juice, sugar, and/or food provided by a relative, neighbor, and/or friend (non-physician). Attempts to gather additional information were unsuccessful. No further details were reported. There was no report of death or permanent impairment associated with this event.